Event description:
It was reported that rotaburr was stuck with the rotawire. The target lesion was located in the left coronar artery. A 1.50mm rotapro and rotawire were selected for use. During the procedure, it was reported that the rotawire was stuck with the rotaburr. The procedure was completed using another of the same device. There were no complications, and patient was stable post procedure.

Manufacturer narrative:
Device analysis findings: device evaluated by manufacturer. The complaint device was received for product analysis. A visual inspection of the device revealed that wire returned detached from the body at 152cm from distal to proximal. Additionally, the wire returned with the burr stuck. The total length of the guidewire was measured and found to be 330 cm. According to the specifications, the upper limit is 331 cm and a lower limit of 329 cm. Returned guidewire length is 152 cm. This means that 178cm of the body detached and did not return for analysis. No other issues were identified during the product analysis. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: an investigation conclusion code of adverse event related to procedure, following a review of the reported event details, available information, and product record review have been assigned. During product analysis it was observed the wire stuck with the burr and the wire detached from the body, these issues could be related to an excessive force applied to the device during procedure, as well as operational factors such as handling/technique, causing the reported event. Batch record review concluded that no manufacturing deviations were identified during the manufacturing process which could have contributed to the reported issue. (B)(6).

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6).

Event description:
It was reported that rotaburr was stuck with the rotawire. The target lesion was located in the left coronary artery. A 1.50mm rotapro and rotawire were selected for use. During the procedure, it was reported that the rotawire was stuck with the rotaburr and fractured. The procedure was completed using another of the same device. There were no complications, and patient was stable post procedure.